Manufacturer narrative:
(B)(4): the lancing device has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient's daughter-in-law (reporter) contacted lifescan (lfs) alleging that her mother-in-law's onetouch delica lancing device was not penetrating her deep enough. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2013, and obtained the following information: the reporter tests twice a day. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise. The reporter confirmed the alleged issue began in (B)(6) 2012. The reporter corrected and clarified the patient continued with her usual dose of medication after the alleged lancing device issue occurred. On unspecified dates/times, the reporter also indicated the patient would test her blood glucose manually, using only the lancet to obtain a blood sample. On the evening of (B)(6) 2013, the reporter indicated the patient did not test her blood glucose due to the alleged lancing device issue and consequently on the morning of (B)(6) 2013, she became incoherent and could not get out of bed. The emergency medical services (ems) was soon after contacted. The patient reportedly obtained a blood glucose reading of either "41 or 42mg/dl" with the ems's meter and was soon after administered a glucagon injection as treatment by the health care professional (hcp). The patient was transported to the hospital and was hospitalized for a day in a half for monitoring. At the time of troubleshooting the csr verified the patient was using the correct lancets and noted there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.